Event description:
A malfunction was reported on a customer's pump. There was no reported impact to the customer¿s blood glucose level. The customer had not previously reset the device, so technical support provided guidance on resetting the pump, which resolved the issue without recurrence of the malfunction code. The customer was advised to continue using the pump and to report any future malfunction codes.